Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on 03/09/2016. The fse replaced the rbc diluent dispenser which resolved the rbc and plt background failures. He also replaced the broken vl99 actuator. The repairs were verified per established service procedures. Beckman coulter internal identifier for this report is (B)(6).

Event description:
The customer reported red blood cell, rbc, and platelet, plt, background failures from a coulter lh 750 hematology analyzer. While the field service engineer (fse) was troubleshooting an unrelated event, the fse discovered a defective pinch valve, vl99, actuator. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.